Event description:
Reportedly, the first endo gia roticulator 45 cartridge was fired, but at approximately 30mm surgeon heard a big noise from the instrument, further firing was not possible, no other cartridges were possible to fire. The surgeon then tried to fire the other endo gia roticulator cartridges (45 3.5) but after pushing the green button, he could not move the firing trigger. Oesophagobronchial fistula abscess in the media tissue. No microscopic damage was noticed/re-operation required. Thoracotomy oesophageal resection replacement by gastric tube. Procedure: thoracoscopic resection of oesophageal diverticulus.